Event description:
There was back bleeding from the uterine vein.

Manufacturer narrative:
When conmed received the handpiece in question, the investigator observed some breakage to the device that was not reported in the original complaint. The sales representative stated she did not notice any breakage prior to sending the sample to conmed for the evaluation. There is a chance the handpiece had broken while it was in transit from the sales representative to conmed's (B)(4) location. Due to the breakage, conmed was unable to perform an interface test which simulates actual use. At this time, conmed is unable to determine the root cause of the reported event. As the surgeon used sutures to control the bleeding, conmed is filing this report with the f.d.a.